Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign objects could not be identified. The root cause of why foreign objects remained in the device could not be determined. Reprocessing information: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the device. There were no abnormalities in the accessories used for reprocessing formation on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.